Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014; during the same surgery, the patient was re implanted with a new device. This report is filed (B)(4) 2014. Device is currently unavailable.

Event description:
Per the clinic, no connection could be made to the internal device, and the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the correct MFR report # is 6000034-2013-02064, not 6000034-2016-02064 as previously reported. (B)(4).